Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. This anomaly was found during the patient annual device check routine, the patient was asymptomatic to this change. Subsequently, this pacemaker was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. This anomaly was found during the patient annual device check routine, the patient was asymptomatic to this change. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.